Manufacturer narrative:
Device evaluation : one pneupac unit was received for investigation in good condition. The unit was powered on and the device failed the alarm shutdown test after 60 seconds. A faulty main alarm board was noted to be causing constant alarming. Based on the evaluation, the complaint was confirmed. No problem source could be identified.

Event description:
Information was received that a smiths medical pneupac parapac ventilator was constantly alarming. The ventilator settings at the time of the event were unknown and the beeping continued after "the one minute start up time with no particular alarm indicated visually". There were no adverse patient effects.